Event description:
The hcp reported that the catheter was removed and replaced due to "microfractures leading to withdrawal episodes". The pt's status was reported as "similar symptoms (B)(6) post-operative". The drug infused via the pump was dilaudid 9.3 mg/day conc. 20 mg/ml. A catheter dye study was performed (info not available). Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).